Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was the surgical procedure being performed? What cartridge was used? Does the surgeon believe that an alleged deficiency of device led to the bleeding? What is the current patient status?

Event description:
It was reported that post-op to an unknown procedure the patient experienced blood loss. It is unknown how long after the procedure this occurred, and physician is unsure if bleeding occurred at staple line. Patient was given two pints of blood and is stable. No surgery was needed.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 2/7/2020. Additional information was requested, and the following was obtained: what were the indications for surgery? Bariatric procedure what was the surgical procedure being performed? Vertical sleeve gastrectomy what cartridge was used? Green and blue reload cartidges does the surgeon believe that an alleged deficiency of device led to the bleeding? The surgeon is unsure of the cause of the bleeding. The surgeon did not take bring the patient back to the or. What is the current patient status? The surgeon is currently on leave from the facility. At last conversation the patient was being observed.